Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The reported event was addressed with phone support. An RMA was not issued for return as the tse found no related errors in the onsite logs and instructed the customer to press the instrument clutch button and reseat the scope if the issue reoccurs. The procedure was continued using the same endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the image displayed by the 30-degree endoscope was reversed or inverted. The customer had performed a power cycle of the system and resolved the issue. The customer received phone support from the intuitive surgical, inc. (Isi) technical support engineer (tse) to determine the cause of the issue. The tse found no related errors in the onsite logs. The tse explained a likely cause of the issue and instructed the customer to press the instrument clutch button and reseat the scope if the issue reoccurs. The procedure was continued using the same endoscope with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.